Event description:
Patient underwent pci of a thrombus containing proximal lad lesion. Left coronary artery was engaged with a 7f judkin's left guiding catheter. The lad lesion was crossed with a cougar guidewire. A large amount of thrombus was aspirated after three passes of thrombosuction with a 6f export catheter with a significant angiographic resolution of thrombus burden. A sprinter balloon was then advanced over the guide wire for balloon pre-dilation. When the balloon reached the proximal lad, three radiopaque markers could be seen in the lad instead of the expected two. The third marker was identified as that of the tip of the export catheter as confirmed by carefully inspecting the export catheter (which was just withdrawn from its guiding catheter) for its intactness. As the distance between the distal marker of the balloon and the third marker was very short, it was inferred that only the tip of the export catheter had broken. To retrieve the detached tip, another cougar guidewire was advanced across the lesion and positioned in the distal lad. A gooseneck micro snare was monorailed into the lad over the original coronary guide wire, but it could not catch the broken export catheter. This resulted in the broken tip slipping off the guide wire and was lying free in the distal lad. There was coronary artery spasm and possible thrombus around the broken export tip in the distal lad. The snare and the first guidewire were removed, leaving the second guidewire in the lad. An attempt was made to retrieve the tip of the export catheter using a sprinter balloon, however this attempt was also unsuccessful. A larger balloon was taken distal to the export tip and was inflated in the distal lad. The inflated balloon was gradually increased from 1 atm to 7 atm and the broken tip was caught at the guiding catheter mouth. The guide catheter was removed along with the balloon, the guidewire and the detached export tip. Check angiogram showed no residual stenosis/dissection with timi iii flow. The investigator reported that the export catheter may have been kinked during the introduction in the guiding catheter which may have resulted in the detached tip. The patient was pain free at the time of release from the cath lab. At 2 month follow-up patient was asymptomatic and no other clinical sequelae were reported. Screening echocardiogram showed severe hypokinesia in the territory of the lad.

Event description:
Still/cine image review: cine mages provided in the case report/article show the detached export tip in the left anterior descending artery. Photographs provided in the report shows the distal tip of the export catheter caught at the mouth of a guide catheter held by an inflated balloon catheter. A photo shows the retrieved distal tip of the export catheter measuring approximately 1cm in length. The images indicate no device fragments remain the patient, successfully managed by inflated balloon-mediated retrieval technique.

Manufacturer narrative:
Results: investigator reported that the export catheter may have been kinked during the introduction in the guiding catheter which may have resulted in the detached tip. Root cause of event cannot be determined. Device not returned for evaluation. Device not returned. Conclusion: investigator reported that the export catheter may have been kinked during the introduction in the guiding catheter which may have resulted in the detached tip. Root cause of event cannot be determined. Device not returned for evaluation. (B)(4).